Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted incisional hernia repair procedure, the patient developed a post-operative seroma that the surgeon described as being "really not that bad." The seroma was classified as clavien-dindo grade I and no medical/surgical intervention was required due to the post-operative complication. The cause of operative complication is unknown. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory.

Event description:
It was reported as part of a clinical trial that after completion of a da vinci-assisted incision hernia repair procedure, the patient developed a post-operative seroma. The seroma was classified as clavien-dindo grade I. The surgeon stated that, in hindsight, she probably would not put mesh because the hernia was ¿really not that big.¿ no malfunction of a da vinci system, instrument, or accessory has been reported. The procedure was completed robotically with no conversion. No intra-operative complications were reported. No post-operative complications were reported prior to discharge. The patient did not require any unplanned medical or surgical intervention. The patient's current status is unknown.